Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no errors, alarms, or warnings related to the complaint were recorded. The battery compartment was fully intact; no damage or cracks were observed. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully secure to the pump. No power loss was observed during investigation. The pump current draws were found to be within the required specifications. The pump case was removed and no evidence of damage or loose components was found inside the pump. The complaint of short battery life was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.